Event description:
Physician was attempting to use a admiral xtreme and a non-medtronic guidewire during treatment of a patient. A 7 fr sheath was used. No issues noted when removing the device from the hoop/tray. Device was prepped per IFU, no abnormalities were confirmed. A non-medtronic device with contrast agent + saline solution was used. The device passed through a previously deployed stent. Excessive force was not used. No resistance occurred during delivery. No vessel anomalies or vessel tortuosity reported. Vascular condition was calcified. After the stent graft was placed into iliac artery, the admiral was used at the time of high inflation. After deflation, there was resistance when removing the device, so the admiral was pulled back to the sheath, but it got stuck on the distal side of the sheath and became detached. The sheath was removed, the detached portion of device did not remain in patient. The procedure was completed by removing the sheath as is after using the balloon. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the shaft stuck on a 0.035¿ guidewire. There was no luer attached or returned, the detached balloon was returned stuck in a 7fr sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.